Event description:
This spontaneous report was received from a mexican physician and concerns a 52-year-old female patient. She was injected subdermally with a total of 0.1 ml of radiesse into the glabella (intentional device misuse), for biostiulation, on (B)(6) 2024. Batch number was reported as a00115730 (expiry date: 02/2025). The batch record review was received and the lot number for radiesse was confirmed as a00115730 (expiry date: 02/2025). A lot search in the global safety database was conducted. A cannula was used in retroinjection, very superficial. The physician aspired before the injection and was very superficial. Obviously there was no data that it was inside the glass soit was injected (as reported). Radiesse was diluted with 0.5 ml of 2 % lidocaine and 1 ml of physiological solution (product preparation issue, off label use of device). The patient was previously injected with toxin (linurase), in (B)(6) 2024. The patient did not use radiesse or calcium hydroxyapatite (caha) products before. Patient had slight erythema. It was touched up with toxin and she turned red (she had sensitive skin). The patients medical history included hypertriglyceridemia, smoking and controlled acne rosacea. Concomitant medications included metformin and fenofibrate. On (B)(6) 2024, after the radiesse injection, the patient experienced color changes and localized pain in the glabella. The physician suspected vascular compromise. It was commented that although it was not injected into a blood vessel, radiesse possibly had irritated a vessel close to the injection area, which caused vasoconstriction and resulted in vascular tamponade as a secondary event. The physician suspected an injection into a blood vessel and had doubts because it was sure that it was aspired and that they were using a cannula reduced the risk. It did not give the physician whitening, but, on (B)(6) 2024, the physician checked the patient and saw clear data. A lack of efficacy was not suspected. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was related to radiesse. Follow-up information was received on 26-feb-2024: on (B)(6) 2024, treatment with ass, prednisone and oral sildefanil started and evolved very well. The patient also received topical antibiotic mupirocin and ozone oil to avoid hyperbaric. The treatment was necessary to speed up recovery. The physician estimated the recovery of the patients vascular compromise in 80 %. Due to the provided information, the outcome of the event was considered as resolving (changed from not resolved). Follow-up information was received on 14-mar-2024: the events scar and post inflammatory pigmentation were added. On (B)(6) 2024, the day prior to this report, the patient saw the physician and the scar was shallow. She gave the patient two sessions of platelet rich plasma and the post-inflammatory pigmentation was resolving with depigmentant. As reported, healing was not rapid, but it went very well and pigmentation can last for several weeks. Duet to the provided information, the outcome of the events scar and post inflammatory pigmentation was considered as resolving. The outcome of the event vascular comprise/vascular tamponade remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular compromise/ vascular tamponade (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00115730, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. For lot a00115730, nonconformances was related to this lot, but none that would have contributed to this event.